Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump had been getting a low battery alert that led to a blank display. Blood glucose level at the time of the incident was not provided. During troubleshooting, the customer was unable to get the display to return. It was reported the contacts on the battery cap are damaged. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.